Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure.  Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve.  An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus.  If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The mechanisms described above likely contributed to the event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(6), during a transapical tavr, some resistance was felt during insertion of a guidewire but was successfully inserted. Resistance was also encountered while advancing the delivery system. A 23 mm sapien xt valve was deployed in 60:40 (left ventricle / aortic) side. Post implantation, the blood pressure did not rise over 40 mmhg and a percutaneous cardiopulmonary support (pcps) was initiated. Cine image showed a chordae tendineae like substance at the aortic side of the sapien xt valve. Chordae tendineae rupture was suspected and the procedure was converted to open heart surgery. Dual valve replacement was performed with a 19 mm magna valve and 25 mm mosaic valve. After the treatment, the patient is in a stable condition.